Event description:
The tech prepped the angiosculpt device and inserted into pt. Attempted to inflate the balloon, but no inflation occurred. The tech tried several times to inflate with no success. The device was removed from pt and a second angiosculpt device was used successfully.

Manufacturer narrative:
The pt info is unknown. The hospital declined to provide the info. The angiosculpt device was returned for eval. Visual examination confirmed the balloon has not been inflated and a break at the shaft and strain relief junction was observed. During functional testing, the balloon was unable to be inflated due to a leak observed at the shaft and strain relief junction. A potential mishandling of he device by the user may have resulted in the observed leakage at the shaft and strain relief junction.